Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Asked the customer if its possible to perform an inspiration block/valve test. No root cause has been determined yet because the investigation is still on going.

Event description:
It was reported to vyaire medical that the bellavista 1000 alarmed tf 316-blower failure and tf 401 - inspiration valve or device leaky while the product was on a patient. The vent was replaced and no harm was caused to the patient. While troubleshooting of tf 401 - inspiration valve or device leaky, a burning smell came out of the unit and the troubleshooting was stopped.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Asked the customer if its possible to perform an inspiration block/valve test. No root cause has been determined yet because the investigation is still on going.

Event description:
It was reported to vyaire medical that the bellavista 1000 alarmed tf 316-blower failure and tf 401 - inspiration valve or device leaky while the product was on a patient. The vent was replaced and no harm was caused to the patient. While troubleshooting of tf 401 - inspiration valve or device leaky, a burning smell came out of the unit and the troubleshooting was stopped.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, investigations performed on similar cases reported previously from this install base and it shows that extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, which caused a build-up of debris and eventually generated resistance to the blower rotation. Ultimately, this caused the blower damage to hardware controller / blower driver on the main electronics damage due to overheating. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.